Manufacturer narrative:
The insulin pump alarmed during the alarm tests due to a faulty force sensor resistor.

Event description:
The customer called to report alarms during the priming process. The customer also stated that she was sent to the hospital by her md due to high blood glucose levels. The customer was treated, then released.